Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced a problem with curve identification. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis revealed that the upper part of the display has non-working segments. Bails and bail covers are missing. External pulse generator (epg) was scrapped. If information is provided in the future, a supplemental report will be issued.